Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. At the time of this report, the patient had recovered from the peritonitis event. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis on an unknown date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.